Event description:
During the atrial fibrillation procedure, an air leak occurred. The sheath was inserted into the heart, and the left atrial septum was punctured with a non-abbott needle (fukuda denshi rf needle). After mapping the left atrium with the mapping catheter, when negative pressure was applied from the side port for flushing, air was aspirated. Aspirating air several times with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No air contamination to the patient has been confirmed. No additional venipuncture or septum puncture was performed due to sheath replacement.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted on the proximal seal, and tearing was noted on both seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals remains unknown.